Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced chest discomfort a few days post implant. An echo was completed which showed a small effusion. All lead diagnostics were acceptable. The patient was discharged as the symptoms subsided. A few weeks later the patient presented to the hospital with chest pain and the effusion was still present. Diagnostics remained stable and were acceptable. There was no evidence of a lead perforation via echo. A pericardial window was successfully performed. No adverse patient effects were reported.